Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04093. It was reported that patient had a continuous driveline fault and controller not alarming. Log file analysis captured constant driveline fault events and pump stop events. Pump stops were due to the use of a grounded cable.

Manufacturer narrative:
Pump stops and low speed events are addressed under the heartmate ii lvas implant kit in MFR # 2916596-2020-04093. Section b1, b2, g3: correction; section d4, h4: additional information; manufacturer's investigation conclusion: the system controller was evaluated due to the reported event of the controller not alarming for continuous driveline fault alarms. Three log files were reviewed, containing data that collectively spanned 11 days (B)(6) 2020 ¿ (B)(6) 2020, per time stamp, (B)(6) 2020 ¿ (B)(6) 2020 per time stamp, and (B)(6) 2020 ¿ (B)(6) 2020, per time stamp. Several speed drops and pump stops were observed due to the reported information of the patient accidentally being connected to a grounded patient cable; however, the pump maintained speeds above the low speed limit throughout the data barring these events. Driveline fault alarms correlating to phase b were observed throughout a majority of the data. The system controller (serial number (B)(6), was not returned for analysis. Throughout all three log files, the system controller¿s software version was observed to be version 7.29. Per design, system controllers with this software will not alarm for driveline fault alarms ¿ instead, these alarms will be listed on the system monitor. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2015. The heartmate ii patient handbook instructs users on how to resolve alarm conditions, including driveline fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate ii patient handbook instructs users on how to handle emergencies, including situations where the pump has stopped running. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.